Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). During the call, patient mentioned they had a new battery put in not too long ago and confirmed the previous device was removed due to normal battery depletion. Two days later, the patient (recently) had a CT with their new ins where they turned stimulation off because one time a CT messed up stimulation and that's why their ins was replaced. The issue was resolved when the healthcare provider (hcp) put in a new one (this information conflicts with what was previously reported). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). In response to the inquiry for clarification of why the ins had been replaced and if it was due to normal battery depletion or because a CT scan messed up the stimulation, the hcp reported that the ins had been replaced due to battery failure, noting a CT scan (previously mentioned by the patient in the prior report) occurred after the replacement. The hcp stated the device return status was unknown. There were no further complications reported.